Event description:
Inner flap next to catheter entry is larger so the bag gets plugged often. Cannot drain into bag.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Inner flap next to catheter entry is larger so the bag gets plugged often. Cannot drain into bag.

Manufacturer narrative:
(B)(4). The product batch records have been reviewed. The incoming, in-process and final inspection have completed. All results meet the specification. The operators and inspectors of the product have been trained effectively, and they have no change. We checked the retention sample and had a simulation of liquid inlet test. The result showed the product can be injected normally. We later went to the production site to check the processes. The processes are clear. The equipment, raw materials have no change, and the key processes have been confirmed effectively, all of which can ensure a confirming product. There is no abnormality during production. Since there was no samples and photos provided, according to the feedback, we speculate that there was something like the non-return membrane folding. When operator welding the bag body, if the urine membrane on the non-return membrane is not placed smoothly, it is easy to cause the membrane to fold, resulting in urine cannot enter the bag. As for the folding of such check diaphragm, we have reorganized the process after receiving complaint last year. From the current sales volume of the product and the trend of complaints, the probability of such folding is very low. Corrective action is to arrange the operators to continue to strengthen the folding membrane inspection and avoid non-confirming products. Pay continuous attention to such issue.